Event description:
Healthcare professional reported one day after injection with juvederm ultra xc in the perioral area, the pt developed "inflammation, cold sore looking bumps, burning, heat, pus and discharge coming out of the bumps." The pt was treated with a "z-pack". Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to fa on 01/09/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions; all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specs. The sterilization cycle is registered as conform. No deviation, anomaly, complaint or change in connection with the complaint were recorded.

Manufacturer narrative:
Medwatch sent to FDA on 07/02/2015.

Event description:
Add'l f/u with the healthcare professional indicated symptoms resolved an unspecified amount of time later.

Manufacturer narrative:
UDI# (B)(4). Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The events of inflammation, cold sore looking bumps, burning, heat, puss, and discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.